Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that while using the camera head, the screen gradually became dark after being used for about 6 hours or more. The issue occurred during the therapeutic procedure (hardy surgery/neurosurgery), which was completed with the same set of equipment. There were no reports of patient harm associated with the event.

Event description:
After further follow up with the customer, the customer reported the device did not malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5, g3, h2, h6 h10 an investigation will not be performed as the device did not malfunction and is no longer a complaint.